Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 08jul19. Technical services confirmed the reported problem and advised customer to replace the rp-bipap focus interconnect comms cable and to perform the electrical safety test, the alarms led test, and the performance verification to ensure that the issue cannot be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported error message of sid post tcb not responding. The customer reported that there was no patient involvement.